Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 2.50x24mm, eccentric, in-stent restenotic target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 2x15mm emerge and 2.50x15mm quantum apex balloon catheters, a 2.50x24mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. The device successfully crossed the lesion; however, resistance was encountered when trying to reposition the device. The device was then removed and it was noted that some struts were deformed. Subsequently, the lesion was pre-dilated again with a non-compliant balloon catheter, another 2.50x24mm promus element¿ plus drug-eluting stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.